Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 21-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), fatigue ("chronic fatigue"), dyspepsia ("digestive problems (stomach and gut)"), brain fog ("cognitive disorders (mental fog, memory loss)"), amnesia ("cognitive disorders (mental fog, memory loss)"), hypertonic bladder ("overactive bladder"), arthralgia ("joint pain"), hypersensitivity ("increased sensitivity"), psoriasis ("psoriasis"), dry eye ("dry eyes"), headache ("headaches"), dizziness ("dizziness"), ovarian cyst (" ovarian cyst"), apathy ("loss of motivation") and anxiety ("anxiety") and was found to have uterine leiomyoma ("fibroid"). At the time of the report, the outcomes for back pain, fatigue, dyspepsia, brain fog, amnesia, hypertonic bladder, arthralgia, hypersensitivity, psoriasis, headache, dizziness, ovarian cyst, uterine leiomyoma, apathy and anxiety were unknown. No causality assessment was received for essure with regard to fatigue, dyspepsia, brain fog, amnesia, hypertonic bladder, arthralgia, back pain, hypersensitivity, psoriasis, dry eye, headache, dizziness, ovarian cyst, uterine leiomyoma, apathy or anxiety. The reporter commented: the symptoms are intensifying and increasing. I am regularly having tests done. Work leave numerous times over the past several years and full medical leave for the past 6 months. Increased sensitivity, loss of motivation and anxiety period of occurrence: I have been experiencing various symptoms for 7 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Lumbar pain [lumbar pain] chronic fatigue [chronic fatigue] digestive problems (stomach and gut) [digestion impaired] cognitive disorders (mental fog, memory loss) [foggy feeling in head] cognitive disorders (mental fog, memory loss) [memory loss] overactive bladder [overactive bladder] joint pain [joint pain] increased sensitivity [hypersensitivity] psoriasis [psoriasis] dry eyes [dry eyes] headaches [headache] dizziness [dizziness] ovarian cyst [ovarian cyst] fibroid [uterine fibroid] loss of motivation [lack of motivation] anxiety [anxiety] her body was constantly stiff [stiffness] leg pain [leg pain] hip pain / joint pain (wrists, ankles, and hips) [painful joints] muscles were aching in legs (thighs/calf) and in back (from the lower back to the neck) [muscle ache] left hip disorders with difficulty to move it easily and difficulty lifting her leg due to pai [mobility decreased] at the time of summon report, her fingers and left hip are tense and hypersensitive. [Hypersensitive skin] she was sensitive in the cervical area and experienced cervical pain several times; the tension in neck and shoulders was so strong that she could not turn her head [cervical pain] intestinal bloating [abdominal bloating] chronic gastritis [chronic gastritis] acid reflux [acid reflux (oesophageal)] irritable bowel syndrome [irritable bowel syndrome] abdominal pain [abdominal pain] the nerve tensions in my body were numerous and painful (like electric shocks). [Electric shock sensation] hypertension [hypertension] arrhythmias [arrhythmia] palpitation [palpitation] blurred vision [blurred vision] she had salivary glands disorders [salivary gland disorder] her jaw was contracted and stuck that she could not open her mouth wide enough [restricted mouth opening] gingivitis [gingivitis] frequent urination [frequency urinary] this need to sleep was very disabling and contributed to her isolation. [Sleep disorder] she was with more confusion [confusion] she felt decreased physical strength [strength loss of] memory disorder [memory disturbance] she could no longer find her words when speaking [word finding difficulty] her mood could be gloomy. [Low mood] sick leave [sick leave] concentration disorders [concentration impairment] libido decreased [libido decreased]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-jun-2024. The most recent information was received on 17-feb-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of back pain ("lumbar pain") in an adult female patient who had essure inserted (lot no. C61990) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of burn-out syndrome in 2012 and cholecystectomy, parity 2 (2 children (1995 and 2000)) and elective abortion. The patient had a family history of multiple sclerosis (mother). Concurrent conditions were listed as diarrhea, bowel motility disorder, abdominal discomfort, depressive episode, depressive episode, brain fog, restless legs syndrome, sleep disorder and digestion impaired. On (B)(6)2015, the patient had essure inserted. In 2018 she experienced mobility decreased ("left hip disorders with difficulty to move it easily and difficulty lifting her leg due to pai"). On unknown date she experienced back pain (seriousness criteria medically important and intervention required), fatigue ("chronic fatigue"), dyspepsia ("digestive problems (stomach and gut)"), brain fog ("cognitive disorders (mental fog, memory loss)"), amnesia ("cognitive disorders (mental fog, memory loss)"), hypertonic bladder ("overactive bladder"), joint pain ("joint pain"), hypersensitivity ("increased sensitivity"), psoriasis ("psoriasis"), dry eye ("dry eyes"), headache ("headaches"), dizziness ("dizziness"), ovarian cyst (" ovarian cyst"), apathy ("loss of motivation"), anxiety ("anxiety"), musculoskeletal stiffness ("her body was constantly stiff"), pain in extremity ("leg pain"), painful joints ("hip pain / joint pain (wrists, ankles, and hips)"), myalgia (" muscles were aching in legs (thighs/calf) and in back (from the lower back to the neck)"), sensitive skin ("at the time of summon report, her fingers and left hip are tense and hypersensitive."), neck pain ("she was sensitive in the cervical area and experienced cervical pain several times; the tension in neck and shoulders was so strong that she could not turn her head"), abdominal distension ("intestinal bloating"), chronic gastritis ("chronic gastritis"), gastrooesophageal reflux disease ("acid reflux"), irritable bowel syndrome ("irritable bowel syndrome"), abdominal pain ("abdominal pain"), electric shock sensation ("the nerve tensions in my body were numerous and painful (like electric shocks)."), hypertension ("hypertension"), arrhythmia ("arrhythmias"), palpitations ("palpitation"), vision blurred ("blurred vision"), salivary gland disorder ("she had salivary glands disorders "), trismus ("her jaw was contracted and stuck that she could not open her mouth wide enough"), gingivitis ("gingivitis"), pollakiuria (" frequent urination"), sleep disorder ("this need to sleep was very disabling and contributed to her isolation."), confusional state ("she was with more confusion"), asthenia ("she felt decreased physical strength"), memory impairment ("memory disorder"), aphasia (" she could no longer find her words when speaking"), depressed mood ("her mood could be gloomy."), sick leave ("sick leave"), disturbance in attention ("concentration disorders") and libido decreased ("libido decreased") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with doliprane (paracetamol) as well as surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for back pain, fatigue, dyspepsia, brain fog, amnesia, hypertonic bladder, joint pain, hypersensitivity, psoriasis, headache, dizziness, ovarian cyst, uterine leiomyoma, apathy, anxiety, musculoskeletal stiffness, pain in extremity, painful joints, myalgia, mobility decreased, sensitive skin, neck pain, abdominal distension, chronic gastritis, gastrooesophageal reflux disease, irritable bowel syndrome, abdominal pain, electric shock sensation, hypertension, arrhythmia, palpitations, vision blurred, salivary gland disorder, trismus, gingivitis, pollakiuria, sleep disorder, confusional state, memory impairment, aphasia, depressed mood, sick leave, disturbance in attention and libido decreased were unknown. The reporter considered abdominal distension, abdominal pain, aphasia, arrhythmia, painful joints, asthenia, chronic gastritis, confusional state, depressed mood, disturbance in attention, electric shock sensation, gastrooesophageal reflux disease, gingivitis, hypertension, irritable bowel syndrome, libido decreased, memory impairment, mobility decreased, musculoskeletal stiffness, myalgia, neck pain, pain in extremity, palpitations, pollakiuria, salivary gland disorder, sensitive skin, sick leave, sleep disorder, trismus and vision blurred to be related to essure administration. No causality assessment was received for essure with regard to fatigue, dyspepsia, brain fog, amnesia, hypertonic bladder, joint pain, back pain, hypersensitivity, psoriasis, dry eye, headache, dizziness, ovarian cyst, uterine leiomyoma, apathy or anxiety. The reporter commented: the symptoms are intensifying and increasing. I am regularly having tests done. Work leave numerous times over the past several years and full medical leave for the past 6 months. Increased sensitivity, loss of motivation and anxiety on (B)(6)2015, hospitalization for permanent tubal contraception with essure (ess305, batch: c61990 for both). Insertion under general anesthesia with no complication. Left: 2 coils and right: 4 coils. Period of occurrence: I have been experiencing various symptoms for 7 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Computerised tomogram] on (B)(6)2018: nimal hypotonia of the main bile duct and the right and left intrahepatic bile ducts, likely related to the patient's history of cholecystectomy. Cystic image of 9 mm located at the posterior and left lateral part of the body of the pancreas. MRI recommended [full blood count] on (B)(6)2020: alp at 102 iu/l (n<98), crp at 7.3 mg/l (n<5), sedimentation rate at 26 mm (n<20). Creatinine at 17.5 mmol/l (3.9<n<9.4) and chlorine at 194 mmol/l (73<n<167); on (B)(6)2023: hemoglobin at 15.4 g/dl (11.5<n<15), potassium at 3.9 mmol/l: normal, creatinine at 64 micromoll/l: normal, alp at 117 iu/l (35<n<104), crp at 18 mg/l (n<5 [magnetic resonance imaging] on (B)(6)2018: cystic image of 9 mm in the long axis at the level of the body of the pancreas, not communicating with the main pancreatic duct and showing no enhancement after gadovist injection. The appearance was compatible with a cystadenoma; on (B)(6)2019: stability of the 3 small cysts in the body of the pancreas. [Magnetic resonance imaging head] on (B)(6)2020: multiple hyperintense lesions of the supratentorial white matter, nonspecific, possibly corresponding to vascular lacunae. Vestibular neuritis suspicion. [Urine cytology] on (B)(6)2024: slight deficit in iodine (61 microg/24h) and slight deficit in free cortisol (9microg/24h). [X-ray] on (B)(6)2015: no abnormalities, right and left essure in place at the pelvic level.; on (B)(6)2017: no bone lesions or significant narrowing of the joint spaces of the hands and wrists found. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: medical record received. New events body stiffness, arthralgia, myalgia, pain in extremity, mobility decreased, sensitive skin, neck pain, abdominal distension, acid reflux, irritable bowel syndrome, abdominal pain, electric shock sensation, hypertension, arrhythmia, palpitation, vision blurred, salivary gland disorder, restricted mouth, gingivitis, urinary frequency, sleep disorder, confusion, asthenia, memory disturbance, aphasia, low mood, sick leave, concentration disorder, libido decreased. Were added. Additional reporter added. Lot number added. Medical history & treatment drugs were added. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 21-jun-2024. The most recent information was received on 28-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), fatigue ("chronic fatigue"), dyspepsia ("digestive problems (stomach and gut)"), brain fog ("cognitive disorders (mental fog, memory loss)"), amnesia ("cognitive disorders (mental fog, memory loss)"), hypertonic bladder ("overactive bladder"), arthralgia ("joint pain"), hypersensitivity ("increased sensitivity"), psoriasis ("psoriasis"), dry eye ("dry eyes"), headache ("headaches"), dizziness ("dizziness"), ovarian cyst (" ovarian cyst"), apathy ("loss of motivation") and anxiety ("anxiety") and was found to have uterine leiomyoma ("fibroid"). At the time of the report, the outcomes for back pain, fatigue, dyspepsia, brain fog, amnesia, hypertonic bladder, arthralgia, hypersensitivity, psoriasis, headache, dizziness, ovarian cyst, uterine leiomyoma, apathy and anxiety were unknown. No causality assessment was received for essure with regard to fatigue, dyspepsia, brain fog, amnesia, hypertonic bladder, arthralgia, back pain, hypersensitivity, psoriasis, dry eye, headache, dizziness, ovarian cyst, uterine leiomyoma, apathy or anxiety. The reporter commented: the symptoms are intensifying and increasing. I am regularly having tests done. Work leave numerous times over the past several years and full medical leave for the past 6 months. Increased sensitivity, loss of motivation and anxiety period of occurrence: I have been experiencing various symptoms for 7 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-jun-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Lumbar pain [lumbar pain] chronic fatigue [chronic fatigue] digestive problems (stomach and gut) [digestion impaired] cognitive disorders (mental fog, memory loss) [foggy feeling in head] cognitive disorders (mental fog, memory loss) [memory loss] overactive bladder [overactive bladder] joint pain [joint pain] increased sensitivity [hypersensitivity] psoriasis [psoriasis] dry eyes [dry eyes] headaches [headache] dizziness [dizziness] ovarian cyst [ovarian cyst] fibroid [uterine fibroid] loss of motivation [lack of motivation] anxiety [anxiety] her body was constantly stiff [stiffness] leg pain [leg pain] hip pain / joint pain (wrists, ankles, and hips) [painful joints] muscles were aching in legs (thighs/calf) and in back (from the lower back to the neck) [muscle ache] left hip disorders with difficulty to move it easily and difficulty lifting her leg due to pai [mobility decreased] at the time of summon report, her fingers and left hip are tense and hypersensitive. [Hypersensitive skin] she was sensitive in the cervical area and experienced cervical pain several times; the tension in neck and shoulders was so strong that she could not turn her head [cervical pain] intestinal bloating [abdominal bloating] chronic gastritis [chronic gastritis] acid reflux [acid reflux (oesophageal)] irritable bowel syndrome [irritable bowel syndrome] abdominal pain [abdominal pain] the nerve tensions in my body were numerous and painful (like electric shocks). [Electric shock sensation] hypertension [hypertension] arrhythmias [arrhythmia] palpitation [palpitation] blurred vision [blurred vision] she had salivary glands disorders [salivary gland disorder] her jaw was contracted and stuck that she could not open her mouth wide enough [restricted mouth opening] gingivitis [gingivitis] frequent urination [frequency urinary] this need to sleep was very disabling and contributed to her isolation. [Sleep disorder] she was with more confusion [confusion] she felt decreased physical strength [strength loss of] memory disorder [memory disturbance] she could no longer find her words when speaking [word finding difficulty] her mood could be gloomy. [Low mood] sick leave [sick leave] concentration disorders [concentration impairment] libido decreased [libido decreased]. Case narrative: the below report was received by health authority (B)(6)(reference number: (B)(4)) on 21-jun-2024. The most recent information was received on 06-mar-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of back pain ("lumbar pain") in an adult female patient who had essure inserted (lot no. C61990) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of burn-out syndrome in 2012 and cholecystectomy, parity 2 (2 children (1995 and 2000)) and elective abortion. The patient had a family history of multiple sclerosis (mother). Concurrent conditions were listed as diarrhea, bowel motility disorder, abdominal discomfort, depressive episode, depressive episode, brain fog, restless legs syndrome, sleep disorder and digestion impaired. On (B)(6) 2015, the patient had essure inserted. In 2018 she experienced mobility decreased ("left hip disorders with difficulty to move it easily and difficulty lifting her leg due to pai"). On unknown date she experienced back pain (seriousness criteria medically important and intervention required), fatigue ("chronic fatigue"), dyspepsia ("digestive problems (stomach and gut)"), brain fog ("cognitive disorders (mental fog, memory loss)"), amnesia ("cognitive disorders (mental fog, memory loss)"), hypertonic bladder ("overactive bladder"), joint pain ("joint pain"), hypersensitivity ("increased sensitivity"), psoriasis ("psoriasis"), dry eye ("dry eyes"), headache ("headaches"), dizziness ("dizziness"), ovarian cyst (" ovarian cyst"), apathy ("loss of motivation"), anxiety ("anxiety"), musculoskeletal stiffness ("her body was constantly stiff"), pain in extremity ("leg pain"), painful joints ("hip pain / joint pain (wrists, ankles, and hips)"), myalgia (" muscles were aching in legs (thighs/calf) and in back (from the lower back to the neck)"), sensitive skin ("at the time of summon report, her fingers and left hip are tense and hypersensitive."), neck pain ("she was sensitive in the cervical area and experienced cervical pain several times; the tension in neck and shoulders was so strong that she could not turn her head"), abdominal distension ("intestinal bloating"), chronic gastritis ("chronic gastritis"), gastrooesophageal reflux disease ("acid reflux"), irritable bowel syndrome ("irritable bowel syndrome"), abdominal pain ("abdominal pain"), electric shock sensation ("the nerve tensions in my body were numerous and painful (like electric shocks)."), hypertension ("hypertension"), arrhythmia ("arrhythmias"), palpitations ("palpitation"), vision blurred ("blurred vision"), salivary gland disorder ("she had salivary glands disorders "), trismus ("her jaw was contracted and stuck that she could not open her mouth wide enough"), gingivitis ("gingivitis"), pollakiuria (" frequent urination"), sleep disorder ("this need to sleep was very disabling and contributed to her isolation."), confusional state ("she was with more confusion"), asthenia ("she felt decreased physical strength"), memory impairment ("memory disorder"), aphasia (" she could no longer find her words when speaking"), depressed mood ("her mood could be gloomy."), sick leave ("sick leave"), disturbance in attention ("concentration disorders") and libido decreased ("libido decreased") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with doliprane (paracetamol) as well as surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for back pain, fatigue, dyspepsia, brain fog, amnesia, hypertonic bladder, joint pain, hypersensitivity, psoriasis, headache, dizziness, ovarian cyst, uterine leiomyoma, apathy, anxiety, musculoskeletal stiffness, pain in extremity, painful joints, myalgia, mobility decreased, sensitive skin, neck pain, abdominal distension, chronic gastritis, gastrooesophageal reflux disease, irritable bowel syndrome, abdominal pain, electric shock sensation, hypertension, arrhythmia, palpitations, vision blurred, salivary gland disorder, trismus, gingivitis, pollakiuria, sleep disorder, confusional state, memory impairment, aphasia, depressed mood, sick leave, disturbance in attention and libido decreased were unknown. The reporter considered abdominal distension, abdominal pain, aphasia, arrhythmia, painful joints, asthenia, chronic gastritis, confusional state, depressed mood, disturbance in attention, electric shock sensation, gastrooesophageal reflux disease, gingivitis, hypertension, irritable bowel syndrome, libido decreased, memory impairment, mobility decreased, musculoskeletal stiffness, myalgia, neck pain, pain in extremity, palpitations, pollakiuria, salivary gland disorder, sensitive skin, sick leave, sleep disorder, trismus and vision blurred to be related to essure administration. No causality assessment was received for essure with regard to fatigue, dyspepsia, brain fog, amnesia, hypertonic bladder, joint pain, back pain, hypersensitivity, psoriasis, dry eye, headache, dizziness, ovarian cyst, uterine leiomyoma, apathy or anxiety. The reporter commented: the symptoms are intensifying and increasing. I am regularly having tests done. Work leave numerous times over the past several years and full medical leave for the past 6 months. Increased sensitivity, loss of motivation and anxiety on (B)(6) 2015, hospitalization for permanent tubal contraception with essure (ess305, batch: c61990 for both). Insertion under general anesthesia with no complication. Left: 2 coils and right: 4 coils. Period of occurrence: I have been experiencing various symptoms for 7 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Computerised tomogram] on (B)(6)2018: nimal hypotonia of the main bile duct and the right and left intrahepatic bile ducts, likely related to the patient's history of cholecystectomy. Cystic image of 9 mm located at the posterior and left lateral part of the body of the pancreas. MRI recommended [full blood count] on (B)(6)2020: alp at 102 iu/l (n<98), crp at 7.3 mg/l (n<5), sedimentation rate at 26 mm (n<20). Creatinine at 17.5 mmol/l (3.9<n<9.4) and chlorine at 194 mmol/l (73<n<167); on (B)(6)2023: hemoglobin at 15.4 g/dl (11.5<n<15), potassium at 3.9 mmol/l: normal, creatinine at 64 micromoll/l: normal, alp at 117 iu/l (35<n<104), crp at 18 mg/l (n<5) [magnetic resonance imaging] on (B)(6)2018: cystic image of 9 mm in the long axis at the level of the body of the pancreas, not communicating with the main pancreatic duct and showing no enhancement after gadovist injection. The appearance was compatible with a cystadenoma; on (B)(6)2019: stability of the 3 small cysts in the body of the pancreas. [Magnetic resonance imaging head] on (B)(6)2020: multiple hyperintense lesions of the supratentorial white matter, nonspecific, possibly corresponding to vascular lacunae. Vestibular neuritis suspicion. [Urine cytology] on (B)(6)2024: slight deficit in iodine (61 microg/24h) and slight deficit in free cortisol (9microg/24h) [x-ray] on (B)(6)2015: no abnormalities, right and left essure in place at the pelvic level.; on (B)(6)2017: no bone lesions or significant narrowing of the joint spaces of the hands and wrists found. Lot c61990 expiration date 31-may-2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-mar-2025 quality safety evaluation of product technical complaint. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.